Event description:
It was reported that the device¿s force sensor was broken, and the battery door was broken. The unit was not dropped. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, cracked bottom case, and a missing battery. A 'force sensor test' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the force sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.